Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis with pd catheter removal and transition to hemodialysis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The pd effluent cultures resulted positive for gram-negative bacilli for which the bacteria are a normal component of human colonic microbiota as well as intestinal pathogens. Additionally, the pd catheter exit site was positive for pseudomonas, a gram-negative bacillus. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the available information and no allegation or evidence or a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
On (B)(6) 2022 this peritoneal dialysis (pd) patient reported that he transitioned to in-center hemodialysis (hd) due to being diagnosed with peritonitis twice. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy pd effluent. Pd effluent cultures were obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided) and ip ceftazidime 2g daily for 21 days. The pd effluent resulted positive for gram-negative bacilli (organism not provided). The white blood cell (wbc) count was 5341 with 75% polymorphonuclear cells. The vancomycin was discontinued after two doses. On (B)(6) 2022 the wbc count was 2149. The patient continued to complete the antibiotic therapy. On (B)(6) 2022 the wbc count was 1411 and on (B)(6) 2022 the wbc count was down to 658, however, the polymorphonuclear cells increased to 73%. The patient complained of worsening abdominal pain. On (B)(6) 2022, the patient¿s pd catheter (not a fresenius product) exit site was cultured. The culture was positive for pseudomonas (species not provided). The patient continued the antibiotic therapy. The patient had a repeat pd effluent culture obtained on (B)(6) 2022 as he continued to complain of worsening abdominal pain. No information related to additional antibiotic therapy was documented. The culture was again positive for gram-negative bacilli (organism not provided). On (B)(6) 2022 the patient was admitted to the hospital for severe abdominal pain from the peritonitis. It was determined that the patient¿s pd catheter was colonized with the gram-negative bacillus. The patient had the pd catheter pulled (date unknown) during the hospitalization and he was transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2022. The patient decided not to return to pd therapy as it was much more involved than he was led to believe. The patient has since had a fistula placed for hd therapy. The pdrn stated this peritonitis was classified as relapsing.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and valve actuation test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On 12/sep/2022 this peritoneal dialysis (pd) patient reported that he transitioned to in-center hemodialysis (hd) due to being diagnosed with peritonitis twice. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy pd effluent. Pd effluent cultures were obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided) and ip ceftazidime 2g daily for 21 days. The pd effluent resulted positive for gram-negative bacilli (organism not provided). The white blood cell (wbc) count was 5341 with 75% polymorphonuclear cells. The vancomycin was discontinued after two doses. On (B)(6)2022 the wbc count was 2149. The patient continued to complete the antibiotic therapy. On (B)(6) 2022 the wbc count was 1411 and on (B)(6) 2022 the wbc count was down to 658, however, the polymorphonuclear cells increased to 73%. The patient complained of worsening abdominal pain. On (B)(6) 2022, the patient¿s pd catheter (not a fresenius product) exit site was cultured. The culture was positive for pseudomonas (species not provided). The patient continued the antibiotic therapy. The patient had a repeat pd effluent culture obtained on (B)(6) 2022 as he continued to complain of worsening abdominal pain. No information related to additional antibiotic therapy was documented. The culture was again positive for gram-negative bacilli (organism not provided). On (B)(6) 2022 the patient was admitted to the hospital for severe abdominal pain from the peritonitis. It was determined that the patient¿s pd catheter was colonized with the gram-negative bacillus. The patient had the pd catheter pulled (date unknow) during the hospitalization and he was transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2022. The patient decided not to return to pd therapy as it was much more involved than he was led to believe. The patient has since had a fistula placed for hd therapy. The pdrn stated this peritonitis was classified as relapsing.

Event description:
On (B)(6) 2022 this peritoneal dialysis (pd) patient reported that he transitioned to in-center hemodialysis (hd) due to being diagnosed with peritonitis twice. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy pd effluent. Pd effluent cultures were obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin (dose, frequency, and duration not provided) and ip ceftazidime 2g daily for 21 days. The pd effluent resulted positive for gram-negative bacilli (organism not provided). The white blood cell (wbc) count was 5341 with 75% polymorphonuclear cells. The vancomycin was discontinued after two doses. On (B)(6) 2022 the wbc count was 2149. The patient continued to complete the antibiotic therapy. On (B)(6) 2022 the wbc count was 1411 and on (B)(6) 2022 the wbc count was down to 658, however, the polymorphonuclear cells increased to 73%. The patient complained of worsening abdominal pain. On (B)(6) 2022, the patient¿s pd catheter (not a fresenius product) exit site was cultured. The culture was positive for pseudomonas (species not provided). The patient continued the antibiotic therapy. The patient had a repeat pd effluent culture obtained on (B)(6) 2022 as he continued to complain of worsening abdominal pain. No information related to additional antibiotic therapy was documented. The culture was again positive for gram-negative bacilli (organism not provided). On (B)(6) 2022 the patient was admitted to the hospital for severe abdominal pain from the peritonitis. It was determined that the patient¿s pd catheter was colonized with the gram-negative bacillus. The patient had the pd catheter pulled (date unknow) during the hospitalization and he was transitioned to hemodialysis (hd). The patient was discharged on (B)(6) 2022. The patient decided not to return to pd therapy as it was much more involved than he was led to believe. The patient has since had a fistula placed for hd therapy. The pdrn stated this peritonitis was classified as relapsing.

Manufacturer narrative:
Corrected information provided in d9.